Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.

Event description:
It was reported that during a varix procedure, there was dropping clips. One clip fell off of the applier whenever the surgeon rearmed the device. There was a loss of a clip or two. The surgeon recovered the clips that fell into the patient and used a second clip applier to finish the procedure without further issue. There were no adverse consequences for the patient. One device will be discarded.